Event description:
Information provided states that patient had m6-c artificial disc implanted in (B)(6) 2021. Patient developed an infection at the site 1.5 years post implant. The device was explanted and an acdf, anterior cervical disc fusion was performed.

Manufacturer narrative:
Additional information and the retun of the device for evaluation has been requested.